Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc , serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and manufacturer representative regarding a patient who was receiving morphine [20mg/ml] at a rate of 5mg/day and bupivacaine [16mg/ml] at a rate of 4mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome, and the patient's medical history included back pain. It was reported that, on (B)(6) 2016, the patient went to emergency room with withdrawal symptoms; he was vomiting and felt like the flu. The patient reported that there was no trauma. The physician tried to aspirate from the side port and was not able to. An x-ray showed that the catheter seemed to still be in the intrathecal space. It was indicated that the physician tried to aspirate the side port again without success on (B)(6) 2016. The cause of the inability to aspirate the side port was undetermined. The physician decided to replace the pump and catheter at that time. It was noted that a partial explant of the catheter took place, and the physician tied it off in the pump pocket. There was reportedly good cerebrospinal fluid flow throughout the catheter placement, and the patient was receiving effective therapy and doing fine as of (B)(6) 2016.